Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a high out of range shock impedance measurement. The high shock impedance measurement was not known. Boston scientific technical services recommended troubleshooting options and advise that the patient perform a manual patient initiated interrogations (pii) transmission, in order to view the updated data on the server. No adverse patient effects were reported. This ICD and competitor right ventricular (rv) lead remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a high out of range shock impedance measurement. The high shock impedance measurement was not known. Boston scientific technical services recommended troubleshooting options and advise that the patient perform a manual patient initiated interrogations (pii) transmission, in order to view the updated data on the server. No adverse patient effects were reported. This ICD and competitor right ventricular (rv) lead remains in-service.